Event description:
The customer contacted beckman coulter, inc. (Bec) to report that erroneously low sodium (na) results were generated on their unicel dxc 600 pro synchron chemistry analyzer. The customer reported that erroneous results were reported outside of the laboratory. It is unknown if there was impact to patient treatment associated with this event. The customer did not report the number of patient samples impacted by this event. Data were not provided by the customer. The customer reported that similar events occurred over several different days. The customer reported that the repeat analyses of the patient samples yielded na results about 3-5 mmol/l higher. Amended reports were generated and reported outside of the laboratory.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse cleaned the valves on the ratio pump and the eic. Subsequently, the fse cleaned the valves on the ratio pump and the eic. Subsequently, the fse replaced the ratio pump. All repairs were verified per established procedures. Bec has opened a CAPA to further investigate this and other similar reported events. This issue was originally reported in 2009 as MDR 2050012-2009-00142. During the retrospective review, it was determined that additional mdrs were required to be filed. This MDR represents event 4 of 5 additional mdrs pertaining to this issue. The following related mdrs have been reported: MDR 2050012-2011-06668, 06674, 06678, 06687. This reportable event was identified during a retrospective review conducted between (B)(4), 2008 and (B)(4), 2010 of complaints for additional reportable events.